Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet, including inconsistent meal announcements, overcorrection of lows, and perceived overcorrection of highs by the system, and the user expressed interest in discontinuing the device; the event included a low of 47 mg/dl, a high of 314 mg/dl, approximately 1 hour below range and 3.5 hours above range, treatment of lows with fast-acting carbohydrates, and treatment of highs with afrezza. Symptoms included hypoglycemia and hyperglycemia. Outcomes included temporary interference with daily activities. Investigation included a review of user-reported data and provision of troubleshooting and education with recommendation for additional training regarding the learning phase and correct meal announcements. Investigation of this case revealed user technique issues, specifically inconsistent or incorrect meal announcements and overcorrection behavior. It was concluded that the device functioned as designed and that user-related factors contributed to the reported glucose excursions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.